Event description:
It was reported that a patient presented with inappropriate atp due to non-ventricular tachycardia rhythm. No changes or intervention was reported. The patient condition was unknown.

Event description:
Additional information received notes that programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.